Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation

Event description:
A distributor in brazil on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that during use on a patient, the tubing of an ojr414 optiflow junior 2 nasal cannula was detached, and the patient attempted to remove the cannula by pulling it off their face. It was reported that the cannula was immediately replaced to continue the patient therapy. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Method: the subject device, ojr414 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the distributor and our knowledge of the product. Results: a distributor has reported that the tubing of an ojr414 optiflow junior 2 nasal cannula detached from the cannula when the patient pulled the cannula off their face, in an attempt to remove it. Conclusion: based on the information provided by the distributor, the reported event resulted from the subject device being pulled by the patient. As part of the manufacturing process, all optiflow junior nasal cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken throughout each batch and functionally tested for retention strength between the assembled parts. If there are any failures the entire batch is put aside for further investigation. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). "Ensure that all connections are secure dung use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A distributor in brazil on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr414 optiflow junior 2 nasal cannula detached from the cannula when the patient pulled the cannula off their face, in an attempt to remove it. The distributor also reported that the cannula was immediately replaced and that there was no patient consequence.